Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: single-inner setscrew (part# 179702000, lot# 284821, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the device looks good without any damage. Functional test: functional testing of the received device was not performed at cq, as the device was received by itself without any mating devices. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection (micrometer: om803): dimensional inspection of the received device was performed at cq. The outer threaded diameter was measured to be within specification. Document / specification review: the following document(s) was reviewed: mmsi set screw. Single innie set screw. No design issues or discrepancies were found during this investigation. Complaint confirmed? No. Reported migration of the device condition cannot be confirmed. Investigation conclusion: the complaint condition was not confirmed for the single-inner setscrew (part# 179702000, lot# 284821). A definitive root cause cannot be determined for the reported problem. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: the DHR of product code: 179702000. Lot : 284821. Was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: 04.09.2020. Device history review: lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Patent identifier: (B)(6). Additional product code : kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the two (2) rods bilaterally pulled out of the patient¿s pelvic bolts, one on the left and one on the right. Patient had revision surgery. Patient and procedure outcome were unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves four (4) devices. This report is for (1) single-inner setscrew. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. Photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the x-rays provided, the single-inner setscrew could not be observed to have migrated from the provide images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B3: event date is unknown. D11: therapy date. G1: manufacturer contact facility name and address h6: health effect clinician code 2402 used to capture injury.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.